Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/07/2017 with the following findings: visual inspection revealed that the keypad cover was intact and all buttons responded normally to button presses. The keypad cover was removed and no defects were found with the button contacts. The complaint could not be confirmed or duplicated on investigation. Unrelated to the original complaint, investigation revealed the following: there was rust/corrosion in the battery compartment; the batter compartment was cracked in two places; leak testing revealed a battery compartment leak; the pump casing was cracked; the audio bolus button cover was damaged but the button remained responsive. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016 the reporter contacted animas alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the up arrow and down arrow keypad buttons were under responsive. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.